Event description:
During the third angiography injection, there was contrast extravasation 3cm proximal to the catheter tip. A vessel ruptured upon superselective angiography (not an uncommon risk in diseased avm feeders). Glue (n-bca) was injected attempting to close the vessel rupture site via glue delivery through the catheter extravasation site. While injecting the glue, the glue exited the catheter proximal to anticipated exit site and into the supra clinoid segment of the ica. The clinician did not think that the artery ruptured as a result of the catheter angiography burst.